Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00260.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a pod detachment handle (handle), and a lantern delivery microcatheter (lantern). During the procedure, a pod pc detached inside the vessel before any attempt was made to detach it with the handle. Subsequently, the pod pc attached itself to other coils in the coil pack and was implanted successfully. Next, while attempting to position another pod pc, it detached inside the lantern. Subsequently, the lantern containing the detached pod pc was removed. The procedure was completed using new ruby coils, the same handle, and the same lantern. There was no report of an adverse effect to the patient.